Manufacturer narrative:
This is 2 of 4 MDR reports related to the same event. Please see report numbers:2242816-2011-00144,2242816-2011-00146,2242816-2011-00147.

Event description:
It was reported that the tip of the intrument fractured. The fractured tip remained inside the nut and as a result, the system was removed to replace the nut. Patient outcome: no adverse effect reported as a result of this event.